Manufacturer narrative:
The product has not been returned at this time. An investigation will be conducted when the product is returned.

Event description:
The facility staff claims the table continued to run, back and base up, after the control was released. No injuries were reported.